Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. Their blood glucose during the incident was over 600 mg/dl. The customer was throwing up all night. They were wearing the insulin pump at the time of hospitalization. The customer¿s blood glucose level at the time of admission was 542 mg/dl. They were still currently in the hospital. Their current blood glucose was 316 mg/dl. Troubleshooting was performed on the insulin pump. The customer stated that when they removed the infusion set they saw some air bubbles in the tubing. They no longer had the infusion set. They had one infusion set with a kinked cannula. No other issue on the insulin pump was noted. They did not have the supplies to perform the basic occlusion test. The device will not be returned for analysis.